Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 2(1&2) was disconnected. The field service engineer replaced pyxis module board to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 3 constantly failed when user trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.